Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was oversensing producing episodes of ventricular high rate. The lead was reprogrammed to unipolar sensing and bipolar pacing in the ventricle. The lead remains still in use. No patient complications were reported as a result of this event.